Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that the user initiated ilet therapy with a blood glucose level of 484 mg/dl. Following pump initiation, the user's blood glucose increased to 581 mg/dl, and the user was instructed to seek emergency medical evaluation. Follow-up confirmed that the user was not admitted to the hospital, received intravenous fluids, and was discharged after several hours. The user reported that the ilet functioned properly and that glucose values returned to range following the emergency department visit. Review of available information did not identify evidence of device malfunction. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 581 mg/dl, resulting in emergency room treatment. The user received IV fluids and was released the same day. No long-term health effects were reported.